Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 1 day post-operative of a laparoscopic bariatric sleeve, there was bleeding on gastro-entero or entero-entero anastomosis. It was reported that clinical intervention was needed to prevent a permanent impairment of a function. There was blood loss of 500cc or more that required blood transfusion. Another operation to resuture the pouch was performed to resolve the issue. It was also stated that additional operation will be performed to correct the issue.